Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward, after wearing the pod on the abdomen between 4 and 24 hours, indicating a failure of the needle mechanism. The blood glucose (bg) levels rose up to 311 mg/dl. A manual insulin injection was administered as treatment.

Manufacturer narrative:
The device was received with the soft cannula deployed and formed needle fully retracted. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to download the data. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and connected to the power supply. This attempt resulted in a connection failure. The pcb assembly was attached to a power supply and left for 80 hours to reset the connection. After the 80 hours, attempts to connect the pcb assembly to the master pdm were unsuccessful. The download data could not be obtained as the pod could not pair with the master pdm. Inspection of the pod found corrosion on the pcb assembly and bottom battery. Fluid path testing found damage to the reservoir above the fill port, which resulted in fluid leaking inside the device. This damage contributed to the corrosion and the inability to pull the data from the pod. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The cause of the reported needle mechanism failure could not be determined as it could not be determined when the needle mechanism deployed or how long the pod ran for without the download data.